Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2012 {hysteroscopy (full)}). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident from other event, new event (medical device removal) updated, event injury nos removed, new reporter added, patient date of birth, essure removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines / headaches"). The patient was treated with zonisamide and surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the vaginal haemorrhage outcome was unknown, the menorrhagia had resolved and the migraine had not resolved. The reporter considered menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date :(B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: assure coils are seen in place and there is no contrast present along the coil or past the coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Event- medical device removal updated to vaginal haemorrhage. New events added: menorrhagia, migraines /headaches. Treatment drug, lab data, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.